Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. Subsequently, an occlusion alarm occurred. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 200 mg/dl.